Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ambicor procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ambicor instructions for use (IFU). The ambicor IFU lists infection and penile rash as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced penile infection and blisters with an ambicor penile prosthesis (app) one week postoperative. It was indicated that the patient had a foley catheter and masturbated with a massager device. The physician believed this caused the infection. A surgical procedure was performed in which the existing app would be replaced for a tactra device. There were no device issues related to the complaint device. No additional information was reported.